Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer. Customer will reach out to their healthcare provider regarding a backup method of insulin therapy.